Manufacturer narrative:
Investigation is ongoing this is 2 of 2 being submitted for this report. Please reference MFR 2015691-2022-04968.

Event description:
As reported by a field clinical specialist (fcs), in 2018 a patient underwent a valve in valve (viv) (thv in surgical) procedure where a sapien 3 29mm was implanted in a non-edwards valve. Approximately 4 years post viv (thv in surgical) procedure , a balloon aortic valvuloplasty (bav) was performed using a non-edwards balloon on the original 29mm sapien 3 valve for regurgitation. After the bav, another 26mm sapien 3 valve was implanted valve in valve in valve (26mm s3u in 29mm s3 in non-edwards surgical valve). Medical records were reviewed and it revealed the patient underwent a balloon valvuloplasty of 29mm sapien 3 pulmonary valve on (B)(6) 2018. Additionally, approximately 4 years post viv (thv in surgical) the patient presented with severe pulmonary insufficiency. The patient had a 26 mm sapien 3 valve in valve (thv in thv) in the pulmonary position via right femoral vein transfemoral approach. The implant was a success. There were no procedural complications or edwards device malfunctions were listed. There was a minimal 5 mmhg gradient across the pulmonary valve and no evidence of pulmonary insufficiency. On (B)(6) 2022 the patient was admitted with bartonella vensonii endocarditis of the bioprosthetic pulmonary valve with valve stenosis, increased gradient, and elevated rv pressures. "Pulmonary insufficiency (pi) is mostly due to the vegetation preventing proper coaptation of the leaflets, possibly some damage to the leaflets from the organism". The patient will follow up in 2-3 weeks and remain of antibiotics for 3 months. If infection does not clear and/or pi remains severe, the patient will require surgery. Approximately 5 months post viv (thv in thv) procedure the patient presented with pulmonary insufficiency. A pulmonary valvuloplasty was done on the 26mm sapien 3 using a 24 mm atlas balloon. Pre procedure: 15-16 mmhg gradient through bioprosthetic valve. Rv pressure >50% systemic. Post procedure: 8-9 mmhg gradient through bioprosthetic valve. Rv pressure fell to slightly less than half of the systemic.

Manufacturer narrative:
Retracting MFR 2015691- 2022-07859. Based on the information provided there was no edwards device malfunction that contributed to this event. Any event investigation, device evaluation and applicable reporting activities will be performed under MFR 2015691-2022-04968.